Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) reported that the batteries were completely depleted. The fse had to insert them into the portable battery charger in order to get past the 25% charge. At that point the fse installed them back into the iabp and they were able to recharge completely. The iabp was returned to the customer and cleared for clinical use.

Event description:
While completing preventive maintenance (pm) the getinge field service engineer (fse) noticed that the batteries of a cardiosave intra-aortic balloon pump (iabp) were not charging. No adverse event reported. (B)(4).